Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. Corrected field: g2 (added user facility). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: the facility did not flush the air/water nozzle with water and air. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due to the nature of the reportable event (foreign material found), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: the facility did not flush the air/water nozzle with water and air. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was a scratch on forceps lever. There was minor play on the control knob. The distal end plastic cover had scratches and dents. The objective lens adhesive had an internal crack. The light guide lens was chipped and its adhesive was cracked. The insertion tube had minor scratches. The light guide tube had minor scratches. The scope connector had scratches and dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material could not be removed even if the correct reprocess was performed due to the buckling of each channel or nozzle. There were no reports of patient involvement.